Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and subsequently expired 6 days later. It was also alleged that this event was caused by the patient's exposure to the product which was administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional information.